Event description:
The user facility reported a 46-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 delivered for support of a patient admitted with cardiomyopathy. The 5.5 was placed and the pump sidearm was damaged and leaking after over a month of use. The sidearm was troubleshot and the pump remains on for support. The patient awaits a heart transplant.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿.

Manufacturer narrative:
The investigation into the leak ¿ pump issue has been completed since the original report was filed. The device was returned to fs for investigation. It was reported that when purged in the lab, the sidearm was found to have been leaking from the filter at the air vent holes. The root cause of the purge leak - pump was determined to be sidearm filter damage allowing purge fluid to leak out of the air vent holes on both sides of the filter.